Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to be depleting rapidly. The customer's blood glucose (bg) level was 196 mg/dl. During troubleshooting with tandem technical support, review of the customer's battery activity was unable to confirm the reported issue. However, the customer maintained the battery was depleting quickly. The customer was instructed to charge the pump completely. Multiple contact attempts were made by tandem technical support to determine the depletion rate of the battery after fully charging the pump; however, the customer did not respond.